Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation the physician thought a left ventricular (lv) lead dislodgement was possible based upon review of the presenting electrogram (egm) and increased lv threshold measurements. The pacing vector and output were reprogrammed and the lead remains in service. No adverse patient effects were reported.